Event description:
Patient allegedly received an implant on (B)(6) 2016 due to dvt (deep vein thrombosis)/ pe (pulmonary embolism). Patient is alleging vena cava perforation and organ perforation-mesenteric. The patient is further alleging 1 post-implant pulmonary embolism, anxiety/worry, mental anguish, and stress. Per a report from CT (computed tomography), "the filter is tilted 9 degrees off the axis of the inferior vena cava, with tilt to the left off the axis of the ivc as measured on coronal image 94 and 7 degrees anteriorly as measured on sagittal image 107. The ivc filter is appropriately positioned just inferior to the renal veins. There is perforation of all four of the longest filter struts beyond the lumen of the ivc. The left lateral strut projects 5 mm beyond the lumen. The right lateral strut projects 7 mm beyond the lumen. The anterior strut projects 10 mm beyond the lumen, and the posterior strut projects 11 mm beyond the lumen. There is no filter strut fracture or bending. There is no stenosis of the ivc."

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01197.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.